Manufacturer narrative:
The reported event premature separation was confirmed. As received, a complete catheter was returned in one piece with blood noted at the distal cap. A visual inspection revealed the tether was in aligned position, but the bullets were misaligned. An x-ray examination revealed the release tether slipped inside the tether screw as received, which could have contributed to the event reported in the field.

Event description:
It was reported that after the ventricular device was fixated, it spontaneously released from the delivery catheter. As the device was already fixated, the patient experienced no consequences. No intervention was required to resolve the event.

Manufacturer narrative:
Correction: h6 - component code.